Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146586.

Event description:
It was reported via voluntary medwatch that the atrial lead was dislodged. Further information was not provided.